Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No green status indicator light.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2012 and performed to specification up to the (B)(6) 2015. On the (B)(6) 2015 the device recorded two failed attempted auto self-tests, one of which recorded non-sensical data for the cause of the failure, the other recorded the failure due to a low battery. The device was then successfully power cycled on the (B)(6) 2015, this was the final history log entry. The returned pad-pak was then installed. No activity was seen from the device. The device was tested on calibrated equipment. A test shock was delivered without fault and an acceptable measurement was recorded. The device was then disassembled for further investigation. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. During the investigation no status led was flashing while the device was powered off. Measurements taken during the investigation indicate a membrane failure and on further investigation the membrane was found to have become corroded. Furthermore the failure of the membrane had caused a significantly increased current drain, this would have resulted in the premature depletion of the pad-pak. With a known good membrane installed, no fault could be measured and the status led performed as expected.